Event description:
The customer reported that the system was arcing and displaying overload fault error messages. This error message will likely cause the system to shut down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was instructed to clean and regrease the high voltage cable connectors. After carrying out the instructions, the customer reported that the system was operating as intended.